Event description:
It was reported that the rigid video scope had a noised image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion section's circuitry was deteriorated and e104 error code. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The cause of the additional findings was traced to component failure due to the insertion section's circuitry was deteriorated, causing the image to have a e104 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.